Event description:
The customer stated that they received erroneous results for one patient sample tested for ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. The initial erroneous results were reported outside of the laboratory. The sample was repeated and the repeat results were believed to be correct. The sample initially resulted with an na value of 128 mmol/l, which repeated as 117 mmol/l. The initial k value of the sample was 4 mmol/l, repeating as 3.5 mmol/l. The initial cl value of the sample was 91 mmol/l, repeating as 82 mmol/l. The patient was not adversely affected. The lot numbers and expiration dates of the na, k, and cl electrodes were asked for, but not provided. The field service engineer determined that the issue was caused by a fluidics failure. He found a pin hole in the ise sample probe mechanism tubing. He replaced the tubing and adjusted the ise reagent probe. Operational and mechanical checks passed. The customer ran calibration and controls with all values recovering within the customer's specifications. The investigation determined that the issue was resolved by the service actions.